Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "surgeon has no outcome concerns" (no consequences or impact to patient). Product problem(s): "tracking issues" (failure to align). A laser technician reports the system loses track frequently and takes a long time to reacquire the pupil. The surgeon stated he has seen all the patients after surgery and he does not have any outcome concerns or other issues.